Manufacturer narrative:
The technician found the trend cylinders were stuck. The technician replaced both trend cylinders to repair the stretcher.

Event description:
Info received indicates trendelenburg and reverse trendelenburg functions are not working.